Manufacturer narrative:
H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01589. The revision reported was likely the result of prosthesis wear, osteolysis, and insufficient bonds between the implants and the bones, resulting in aseptic (non-infected). Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, images and radiographs were not provided, and serial/lot information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #2 of 2 for this event. It was reported via legal documentation a patient underwent a right total knee arthroplasty. Subsequently, five (5) years, one (1) month later the patient experienced pain and discomfort. As a result, the patient underwent a revision procedure of the right knee due to aseptic loosening and osteolysis from prosthesis wear. No medical or clinical information was provided. Additionally, the patient reports via legal documentation, continuing to experience permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. No additional information is available.